Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right femoral vein due to deep vein thrombosis. Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "my filter has tilted and has caused mesenteric perforation. I also have chest pain; discomfort while bending or lifting objects; unable to due [sic] household chores such as sweeping/mopping; unable to sleep on back due to breathing; shortness of breath on exertion. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries". Per the inferior vena cava (ivc) filter placement report dated (B)(6) 2010: "a gunther tulip retrieval inferior vena cava filter was deployed in an infrarenal location without complication". Per the computed tomography (CT) scan of the abdomen dated (B)(6) 2018: "there is an inferior vena cava filter in place. The tip of the filter is within 1 cm below the lowest renal vein. Filter tilt in the coronal plane is 8 degrees. Filter tilted with respect to the cava in the sagittal plane is approximately 24 degrees. The proximal tip of the filter abuts the anterior wall of the inferior vena cava, the 4 longest struts of the filter extend beyond the wall of the inferior vena cava, the largest distance measuring 3. 7 mm. There is no surrounding hemorrhage. The most laterally positioned strut is adjacent to what is felt to represent a right gonadal vein. No definite strut fractures are identified. There is no indication of stenosis of the inferior vena cava".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 (device code): appropriate term/code not available for vena cava and organ perforation. H6 (device code): appropriate term/code not available for tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc)/organ perforation, tilt, chest pain; discomfort while bending or lifting objects; limited mobility; sob, anxiety, mental anguish and stress. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest pain; discomfort while bending or lifting objects; limited mobility; shortness of breath (sob), anxiety, mental anguish and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: occupation: non healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2010. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.